Event description:
It was reported that prior to starting a da vinci ventral hernia repair procedure, the endowrist one vessel sealer instrument was inserted into the cannula, and the following error message was received: instrument disabled. The instrument was not used or ever inside of the patient. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. During failure analysis investigation, the returned instrument could not be inserted or tested due to damage. Visual inspection found that the snake wrist was dislodged. It was concluded that the damage to the instrument was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.